Event description:
It was reported that an etlw1616c156e stent graft was implanted during the endovascular treatment of a 25mm left common iliac aneurysm. It was reported that disease progression in the left common iliac artery was identified on the date the patient returned for follow-up approximately 10 years post-index procedure, with no endoleak observed on angiography. Embolization of the left internal iliac artery was performed the next day, and the stent graft was extended into the left external iliac artery using etlw1613c124e. The event was reported as resolved and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.